Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's convulsion. No lot release and sterilization records were reviewed because no product lot number was reported.

Event description:
The patient reported that a few months ago she went to the hospital due to convulsion. The patient's doctor believes it was a stroke but she's convinced it was a convulsion. She doesn't know whether or not it was related to the diabetes. There was no further information provided.